Manufacturer narrative:
The reported event could not be duplicated during evaluation of the returned device. It was noted during visual inspection that the sockets on the potted trigger assembly were corroded.

Event description:
It was reported by the user facility that the remb universal driver continued run after it was no longer activated. The user facility was not able to provide any further information regarding the reported event.